Event description:
On (B)(6) 2019, a memo 3d smd34 icv0971 implant attempt occurred. However, it is reported that the device was implanted and explanted during the procedure. Despite the attempted follow up, no further information on this event has been received.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned to the manufacturer, no further investigation can be performed at this time. Based on the limited information available, it is not possible to establish the root cause of the reported explant. However, the document review did not highlight any manufacturing deficit for the device. If additional information will be received, a follow up report will be submitted.

Manufacturer narrative:
Device location not presently known.

Event description:
On (B)(6) 2019, a memo 3d smd34 icv0971 implant attempt occurred. However, it is reported that the device was implanted and explanted during the procedure. No further information on this event has been received.